Event description:
Ruptured breast implant causing stinging eyes, sticky skin, ear infection repeatedly for 5 years, pain, digestive problems, headaches, blurred vision, no energy, depression, anxiety, and weight gain. FDA safety report ID# (B)(4).